Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information notes the physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 13.7cm to 14.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against the can.

Manufacturer narrative:
Correction: b5 and h6 for no intervention.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.